Event description:
Reporter states that the referenced insulin pumps have delivery problems and sometimes the 5 unit delivery safety switch does not activate. Rptr states that they have returned 4 pumps during the past year because they malfunctioned. Reporter states that the delivery problems occur with both the soft and rigid delivery needles. Reporter also states that they have spoken to the MFR and was told that they acknowledged the pumps have a delivery (short delivery amt) problem, but deny that there is a design problem with the units. Reporter states that they have had to receive aid from the local paramedics due to low blood sugar. Reporter also states that their a1c checks are very erratic.